Event description:
As reported, hydro-surg lap irrigators had saline and yellow fluid leaking in the battery compartment. The devices were replaced and there was no further patient impact.

Manufacturer narrative:
As reported, hydrosurg irrigator leaked saline and yellow fluid on the battery compartment. The subject device has been discarded. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without sample evaluation, a definitive conclusion cannot be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.